Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose], calibration error/calibration not accepted, and a difference in sensor glucose vs. Blood glucose. The customer reported hemorrhage/blood loss/bleeding treated with others. The event involved product(s) mmt-7040c1. The troubleshooting was performed and the customer was reporting a discrepancy between sensor glucose and blood glucose. That was not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose was stable to calibrate. The customer reports receiving a "calibration not accepted" alert. The customer entered a new blood glucose and calibration was accepted by displaying sensor glucose values. The customer reported blood at the site. No further patient complications were reported. It was unknown whether the customer would continue using the device. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], cal error/calibration not accepted, and a difference in sensor glucose vs. Blood glucose. The customer reported haemorrhage/blood loss/bleeding treated with others. The event involved product(s) mmt-7040c1. The troubleshooting was performed and the customer reported a discrepancy between sensor glucose and blood glucose. That was not within range after fewer than 4 days of wear. The customer reported blood at the site. No further patient complications were reported. It was unknown whether the customer would continue using the device. Product return for mmt-7040c1 is not expected.